Event description:
It was reported that the patient¿s implant battery moved and it felt tender and it hurt. The pain is around the battery and the patient noticed this on the day prior to report. The patient reported that stimulation changed on her and she was getting stimulation to cover the outer left leg, but now it was not covering that area. The patient reported that she slipped but did not fall to the ground on the day prior to report. The patient did not need any reprogramming at that time.

Manufacturer narrative:
Concomitant products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).